Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced a blood glucose of 500mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump, and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support it was revealed the basal delivery totals in total daily dose did not match due to a suspend issue. The basal history matched the active basal program settings. The bolus totals did not match and had a greater than 5% difference. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 31 -oct-2018 with the following findings: during investigation, the battery compartment was cracked above grip . Investigation review of the basal and bolus total daily dose (tdd) did not find any total discrepancy. All tdd add up correctly with bolus deliveries and basal program. The pump passed all required delivery testing . Black box and history show n o evidence of basal interruption or pump malfunctions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.